Manufacturer narrative:
The handpiece was rec'd at the MFR for svc and eval, but based on the investigation details the reported condition of the device smoking during usage could not be duplicated. Corrosion was found on components, and the front motor housing, pinion, and bearings were replaced. The device returned to the customer.

Event description:
It was reported that smoke came from the handpiece prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.